Manufacturer narrative:
D4: UDI: the manufacturing and expiration dates are currently not available. Therefore, the full UDI is currently not available. The picture was reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro. Initially, it was indicated that at the end of the procedure, when they removed the catheter from the body, they noticed char on the tip of the catheter. They fast flushed the catheter to make sure it was not occluded and found no issues. No adverse patient consequence was reported. With the initial information available, this event was assessed as non MDR reportable. However, on 05-nov-2024, additional information was received which indicated that the char was located on the tip electrode and that the physician considered the char to be excessive (based on their clinical experience) and a possible risk to the patient. Therefore, the event was re-assessed as MDR reportable with an awareness date of 05-nov-2024. It was also reported that the system did not present any error messages and there were no issues related to temperature and flow on the catheter. The patient was anticoagulated with activated clotting time of above 350. The patient has not exhibited any neurological symptoms since the procedure was completed.

Manufacturer narrative:
According to the information received, it was reported that they noticed char on the tip of the catheter using a qdot micro. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection, irrigation, temperature, and impedance test of the returned device were performed following j&j medtech procedures. Visual analysis revealed char on the dome, no more damage or anomalies on the device were observed. The irrigation test was performed and no irrigation issues were observed. The temperature and impedance test was performed and the device was found working correctly, however, the char observed could be related to issue reported. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. The char, thrombus/ clot issues reported by the customer were confirmed. The potential cause of the char could be related to the procedure, however this could not be conclusively determined. The instruction for use (IFU) contain the following recommendations: when rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) are required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Correction to the initial report: full UDI has been populated to field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).